Manufacturer narrative:
The product was not returned for evaluation. The reporter was unsure if the cannula was properly seated in the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Without evaluating the device, we are unable to confirm the reported bent cannula or determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016; using the pod 5 / page 54. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Using the pod 5 / page 44. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient's father reported that his daughter's blood glucose (bg) levels reached 27.8 mmol/l (500 mg/dl) while wearing the pod between 36 and 48 hours on the abdomen. He said her bg levels had been high "for a long time" and they were unable to lower her numbers by delivering correction boluses. When the pod was removed, the patient's father reported that it almost appeared as if "the cannula was coming out". It was also noted that the cannula was not straight, and that it appeared "off on an angle". As treatment, a new pod was applied and correction boluses were administered.

Manufacturer narrative:
The returned product was evaluated and the investigation found to have a tear in the exposed portion of the soft cannula. Insulin was observed exiting the tear in the cannula rather than the distal tip. Without further information, it could not be determined how or when the cannula was damaged. No additional abnormalities were found with the device during the investigation.

Manufacturer narrative:
The device was received on 8/1/2018, and the investigation is pending. A supplemental report will be submitted upon completion of this activity.